Manufacturer narrative:
Device evaluation summary: during evaluation of the device it was observed a crease in the anterior and extending to the posterior view, also an area of shell abrasion within crease was noted in the posterior view. A tear was found within crease and shell abrasion and it was extending to the anterior view, measuring approximately 16.6 cm. No additional anomalies were observed. A crease/fold and shell abrasion are failures which are a known inherent risk associated with the use of gel- filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such a too small a breast pocket and folding or wrinkling of the shell in the breast pocket, which resulting in a tear at a later date. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation primary with mentor memorygel breast implants 350cc and experienced bilateral rupture. The ruptures were found during the removal and replacement surgery on (B)(6) 2019. The reason for explantation is unknown. The patient was replaced with non-mentor breast implants. This report is for the right side.